Event description:
It was reported that the atrial lead exhibited noise. The noise could be reproduced with isometrics. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 21.3 cm from the connector pin and exposed the proximal coil which resulted in noise. Abrasions are indicative of exposure to constant friction with another implantable device.